Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had three (3) separate spots on the screen and can't fully see the screen of her insulin pump, its like an ink spot underneath the screen and couldn't see what the insulin pump was doing, said she took it off while she was in the bathroom when she was having a shower while doing troubleshooting customer mentioned that by rubbing the surface it was gone one by one. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.